Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip would not puncture the skin during use. The following information was provided by the initial reporter: "customer sent email to me stating they're having issues with item #'s 382523 and 382533 and have preemptively pulled them from their shelves. Additional info received on 06-sep-23: can you please describe the failure in more detail? The ivs won¿t puncture the skin, the catheters are not threading well, and there is also an issue getting blood return once the IV is in the vein; the blood return looks different to the nurses attempting to place these ivs and filling in the catheters oddly. This has led to an increase number of attempts on patients to have IV lines placed. Was there any patient harm? No patient harm that we are aware of at this time, aside from multiple unnecessary sticks in attempt to place ivs. What was the medical intervention performed to the patient? At this time, all of our complaints have been related to patients needing ivs for imaging and other radiology procedures."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval: yes. D10: returned to manufacturer on: 21-sep-2023. H6: investigation summary: bd received five sealed 20 gauge insyte autoguard blood control devices from lot 3096287 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during production. Our quality engineer visually inspected the returned units and observed no physical damage or deformities. Next, the engineer performed a penetration and drag test to check the devices sharpness and needle tips. Each unit passed and was found to be within product specifications for cannula tip, catheter tip, and drag force. Finally, the engineer tested each unit for flashback and no issues were found. Therefore, based off the visual inspection and testing the engineer was unable to verify the reported defect. Since no defects were found during evaluation a definitive root cause could not be determined.

Event description:
It was reported that the bd insyte¿ autoguard¿ bc shielded IV catheter tip would not puncture the skin during use. The following information was provided by the initial reporter: "customer sent email to me stating they're having issues with item #'s 382523 and 382533 and have preemtively pulled them from their shelves. Additional info received on 06-sep-23. Can you please describe the failure in more detail? The ivs won¿t puncture the skin, the catheters are not threading well, and there is also an issue getting blood return once the IV is in the vein; the blood return looks different to the nurses attempting to place these ivs and filling in the catheters oddly. This has led to an increase number of attempts on patients to have IV lines placed. Was there any patient harm? No patient harm that we are aware of at this time, aside from multiple unnecessary sticks in attempt to place ivs. What was the medical intervention performed to the patient? At this time, all of our complaints have been related to patients needing ivs for imaging and other radiology procedures".

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.